Manufacturer narrative:
Conclusion: for anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use. The use of the coil may have had a contributory factor to the reported patient medical intervention. However, the direction for use (dfu) states that multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore, a root cause of anticipated procedural complications has been assigned to this event. (B)(4).

Event description:
It was reported in the american journal of neuroradiology that the patient underwent a second procedure due to the major recanalization of the aneurysm. No other information was provided.